Event description:
The patient reported that 2 v-go's did not stick to her stomach after they got wet. The patient was unable to provide specific dates and stated that she switched the infusion site to the back of her arm and since then, she has had no other problems with v-go's coming off.